Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: your t:slim x2 pump and dexcom g5 mobile transmitter wirelessly pair together using ble communication. This allows the pump and transmitter to communicate securely and only with each other. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Customer had their dexcom receiver active which was interfering with connection between the pump and transmitter. Tandem technical support instructed customer to turn off dexcom receiver. Reportedly, the pump and transmitter regained connection. No additional patient information was available.